Event description:
It was reported that the asymptomatic patient received hv therapy for an af episode with rapid ventricular response which was erroneously diagnosed as a vt. The patient felt lightheaded prior to the shock but felt fine afterwards. Alerts for low high-voltage lead issue and possible high voltage circuit damage were noted. It was also noted that the device was unable to successfully charge. The device was explanted and replaced. Patient condition was well after the event.